Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit with a trainer and was unable to duplicate the customer's reported issue. The fse observed that the iabp unit pumps with the trainer attached in ECG, pressure and pacer modes. A minisim patient simulator was then attached using the customer's ECG leads. The fse observed that the iabp unit triggers and pumps at multiple rates and amplitudes. The fse then adjusted the ECG gain for the iabp unit down to .15 gain and the iabp unit would still pick up the signal and pumps at 80 beats per minute (bpm). The fse confirmed that the unit functions to factory specifications. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the echocardiogram (ECG) on the cs300 intra-aortic balloon pump (iabp) stopped working. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g3, g4, g7, g8, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person).

Event description:
N/a.